Event description:
About 23 years ago I was implanted with (B)(4) saline breast implants. I have been diagnosed with 4 autoimmune diseases and sick and disabled for 4 years. I have seen many doctors with the conclusion being they don't know what is causing me to be ill. On (B)(6) I traveled out of state to have my implants removed by a surgeon highly qualified to do the proper en bloc/capsules removed procedure. I requested pathology be done. The report states candida albicans in both breasts between the implants and capsules. His concern is that this has traveled to my blood. He has put me on diflucan for 5 weeks and requested my rheumatologist refer me to an infectious disease doctor. This request has not been addressed as I am on medicaid. I am concerned I will not get the proper treatment to get well. Candida albicans are very antibiotic resistant and the proper diagnosis by cultures of the blood and antibiotic therapy has to be done the proper way.